Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was crimped within 3 or more hours after insertion, which cause the patient blood glucose levels was elevated to 300 mg/dl. The infusion set was in use for 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.